Event description:
A facility representative reported that during surgery, they noticed that the delivery system failed, did not advance. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the injector would not advance noted during loading and there was no patient contact.

Manufacturer narrative:
Additional information has been provided in b.2., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious malfunction per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).